Event description:
It was reported that the patient experienced major blood glucose fluctuations after the care team added a secondary lower glucose target to improve a1c, with episodes of hypoglycemia followed by patient-initiated overcorrections and manual announcements without eating to address resulting highs; the patient later reverted the target to the original settings and subsequently noted hyperglycemia, including a reading of 279 mg/dl while feeling fine. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed insufficient information regarding a specific device-related problem and no findings available, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.